Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the additional failure, "due to adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached," is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the distal end on the fibervideoscope was found to be detached. There was no patient involvement.